Manufacturer narrative:
Health professional ¿ n (no) and occupation - non-healthcare professional. The device evaluation found fail water leak test from cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is d-02, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted."

Event description:
It was observed during the device inspection, that there was a failure water leak test from cable. There were no reports of patient involvement.